Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint.

Event description:
Could not walk or stand on my leg [mobility decreased]. Horrible pain [arthralgia]. Leg started swelling [edema peripheral]. Case description: an spontaneous report was received on 30-jun-2010 from a female, patient, initials (B)(6), who experienced could not walk or stand on leg, was in horrible pain, and leg swelling after treatment with synvisc one. The patient had a history of previous treatment with synvisc (three injections in (B)(6) 2009) without incident. On an unknown date in (B)(6) 2009, the patient received an injection of synvisc one. She reported that by the next day she could not walk, stand on her leg, and was in horrible pain. The patient returned to her healthcare provider using crutches and the assistance of a friend. Treatment included a cortisone shot. At the time of this report, the outcome of the patient was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.